Event description:
It was reported during a daily check the cardiosave intra-aortic balloon pump (iabp) unit power self test fails code 14 when turning unit on. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. There was nothing identified in the logs. The fse replaced the suspected backplane board (0670-00-1163). Post board replacement, the error was cleared. The fse successfully completed a simulated run with a testing catheter and trainer. The fse then identified logged entries in the logs. The fse replaced a worn out muffler (0103-00-0631) behind the pressure regulator. The fse ran the unit for a while at 130 bmp without issue. The fse then identified the vacuum regulator having drifted from -295 to about -283 mmhg. The fse replaced the vacuum regulator (0103-00-0633). The vacuum regulator was then holding a calibrated reading at around -293 mmhg. The fse left the unit running for the weekend at 80 bpms with a trainer and catheter under biomed supervision. The unit had been running under biomed supervision without issue. The unit was calibrated and passed all functional and safety tests per factory specifications. The iapb was returned to the customer and cleared for clinical use. This is a 3 part complaint; parts are tested together and then individually (if they are not broken or damaged). 1-the following investigation was performed technician of the failure analysis and testing department (fat). The failure analysis and testing department received and inspect a muffler 1/8 npt p/n 0103-00-0631 and observed the muffler connector socket is all chewed up, it looks like they used pliers to loosen up. No further test can be done due to the damage on the connector socket. Retaining the muffler in the failure analysis and testing department per procedure. 2-the following investigation was performed by technician of the failure analysis and testing department (fat). The failure analysis and testing department received a drive regulator p/n 0103-00-0633, s/n (B)(6), with a complaint of the regulator calibration drifting. Performed visual inspection of the drive regulator per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed the drive regulator into the iabp cardiosave test fixture for testing of the reported problem. Performed and tested in accordance with the cardiosave service manual. Found that all functions were normal. The tests (1 hour) did not trigger the reported problem. The failure analysis and testing department was unable to replicate the failure experienced by the customer. The part will be retained in the fat. 3-the following investigation was performed by technician of the failure analysis and testing department (fat). The failure analysis and testing department received a back plane board, p/n 0670-00-0768, s/n (B)(6) swemco, with a reported of ¿power-up test fails # 14¿. Performed visual inspection per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed into cardiosave test fixture for testing of the reported problem. Performed and tested (1 hour) in accordance with the cardiosave service manual. All functions were normal. The tests did not trigger the reported problem. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Part is no longer going back to the supplier, as the supplier is unable to test this part due to being too old of a revision, and thus has rejected it. Retaining the back plane board in the failure analysis and testing department per procedure.

Event description:
N/a.